Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture and suspected dislodgement were noted on the right atrial (ra) lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.